Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to be physical stress, etc. The grounds of the presumption are as follows: - the coating at the insertion section was peeled off. - the insertion tube was dented. It is recommended that the user facility receive instruction/reinstruction on how to handle device as per the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the connecting tube was dented, angulation in the up direction was out of standards due to a worn angle wire, the gripped part was deformed, the grip color pin was missing and the electrical connector had corrosion due to leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the insertion part of the evis lucera bronchovideoscope was found to be scratched during receipt inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the coating of the connecting tube was peeled off. The report is being submitted due to the peeled coating found during evaluation.